Event description:
The reason for revision of the tibial insert was polyethylene wear of the 3x15 tibial insert and osteolysis of the distal femur. The insert was replaced with a (B)(4) curved plus insert.

Manufacturer narrative:
Examination of the submitted device confirmed anticipated wear for a polyethylene device implanted for approximately fourteen years. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. The investigation did not identify any evidence of product failure and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be reopened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.(B)(4)

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy synthes has been informed that the catalog number and lot number are not available.